Event description:
Same case as: 2134265-2015-03379. It was reported that a guide wire fracture occurred. A 1.50 rotalink¿ burr and a 330cm rotawire were selected for treatment. During platforming of the rotablator, the wire snapped in half and the wire broke. The procedure was completed with a different device. No patient complications were reported and the device never went inside the patients body.

Manufacturer narrative:
The device was returned for analysis. Visual inspection was performed and observed the device returned was broken at 134.5 approximately from the distal end, evidence of wear reduction was noted on the fracture site indicating that the burr was in contact with the wire for a long time at the same place. Moreover, the wire is kinked along the body and the spring tip is bent. The proximal section of the wire was not returned. All the outer diameter measurements are within the specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2015-03379. It was reported that a guide wire fracture occurred. A 1.50 rotalink burr and a 330cm rotawire were selected for treatment. During platforming of the rotablator, the wire snapped in half and the wire broke. The procedure was completed with a different device. No patient complications were reported and the device never went inside the the patients body.

Manufacturer narrative:
(B)(4).